Event description:
The customer reported receiving an error message related to their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions for resetting the pump, and after following the guidance, the error message did not reappear, allowing the customer to successfully start their sensor session.